Event description:
The event occurred in 2007, but we have now just been notified. A staff member apparently had been opening up the wheelchair. Her fingers were placed near the seat tubes and when it fully opened, her finger was pinched. It resulted in a fracture. No surgical intervention was indicated. She returned to work the next day.

Manufacturer narrative:
The incident involved a staff member who was opening the wheelchair and fractured her finger when it was caught. No surgical intervention was indicated. The facility reported no other details regarding the injury or treatment, but stated there were no complications. A field correction has been initiated. As part of the field re-work, new seat backs are being provided to the facility which are wider and will slow the opening momentum of the device. Larger warning labels are also being provided as well as staff training materials.